Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg has been unable to communicate with the charging system. The patient reports he has been unable to recharge the ipg since implanted which is approximately two years ago. The patient received a replacement charging system two years ago which he used a year ago. The patient was recharging the ipg once a week and it was positional so it was taking 3-4 hours to charge. The patient last received effective stimulation a month ago. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. The ipg was inoperable.